Event description:
It was reported that during the procedure the radio opaque marker at the tip of the subject balloon guide catheter was detached and ended up in the right cerebral artery. The detached marker could not be removed despite several attempts and was fixed to the wall with a stent in the m2 segment. The stent was also going to be used for an existing high grade stenosis. This resulted in an extension of the procedure under anesthesia with a higher contrast agent dose and radiation dose. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the reported lot number was confirmed from the returned packaging. Visual analysis revealed that the distal 6cm of the device was damaged/deformed and there was delamination noted at the distal tip with the ro marker missing. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that there were no anomalies noted to the device prior to use and the device was prepared as per the dfu. The patient¿s anatomy was moderately tortuous with high-grade stenosis . The reported defect was confirmed based on the device analysis. It is probable that the device was deformed and the ro marker detached as a result of advancing or retracting through the patients anatomy. Therefore, an assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu, but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure the radio opaque marker at the tip of the subject balloon guide catheter was detached and ended up in the right cerebral artery. The detached marker could not be removed despite several attempts and was fixed to the wall with a stent in the m2 segment. The stent was also going to be used for an existing high grade stenosis. This resulted in an extension of the procedure under anesthesia with a higher contrast agent dose and radiation dose. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.